Manufacturer narrative:
The insulin pump passed the displacement test, self test, and the unexpected restart alarm test. No unexpected alarms noted. The device was monitored for 24 hrs and no constant tone noted. The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The device had a cracked display window corner, scratched lcd window, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 167 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.